Manufacturer narrative:
Terumo has not received the actual device for evaluation. Terumo will submit a follow-up report once the device is received and evaluated. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass procedure, blood leaked out of the shunt sensor. The product was not changed out, there was a slight amount of blood loss and the surgery was completed successfully.